Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr and 2.8 inr on the coaguchek xs system. No actions taken based on device results. Caller was unsure if different finger sticks were used. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
It was reported that, "on (B) (6) 2007, the patient fractured his tibia when he fell while working as a carpenter at a construction site in (B) (6). It was further reported that, "on (B) (6) 2007, the patient had surgery on his right tibia at (B) (6) hospital." It was further reported that, "on (B) (6) 2007, the sutures were removed from the patient's leg. At that time it was noted that he had a small scab area anteriorly, but there was no erythema in the area." Further, "on (B) (6) 2007, the patient had a major wound debridement and sequestrectomy on his right tibia. He was diagnosed with an infected right tibia with gram positive organisms growing in the wound... On (B) (6) 2008, the patient underwent a revision."